Manufacturer narrative:
Results: no results available since no evaluation performed. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint (B)(4).

Event description:
(B)(4) health received a report from a patient stating that the balloon keeps deflating periodically during use on her enteral feeding tube. According to the patient, this particular tube has been in use for three to four months but the balloon started deflating after one month of use and will not hold water. The bile leaks around the stoma site in large amounts. The patient is concerned that the tube may not have been placed properly or the bile could be causing the balloon to degrade. According to the patient, the tube will have to be replaced at interventional radiology under fluoroscopy. No treatment was reported at this time. No additional information was provided in regards to the patient's status.